Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to an unspecified product performance issue. The field representative was notified for additional information.